Event description:
As reported by the affiliate, the stent dislodged while attempting to reach the lesion. Percutaneous coronary intervention (pci) was being performed on a calcified and angulated lesion with two acute bends in the distal left anterior descending artery (lad). The device appeared normal before the procedure and prepped normally. It is not known if the lesion was pre-dilated. Negative preparation was not done outside of the patient's body or once the stent crossed the lesion. There was no attempt to withdraw the delivery system back into the guiding catheter at any point prior to stent deployment. The stent delivery system (sds) behaved normally as it passed through towards the lesion and resistance was felt while advancing the stent delivery system, for which the physician tried to pull the delivery system back and that is when the stent dislodgement happened. The stent was still hanging on the wire and the physician created a loop in another wire and went into the lad to snare the stent out, it was successfully retrieved up to the ascending aorta, however then it slipped and got lost in the body. Another cypher select plus stent was used to complete the procedure. The patient was reported to be in stable condition following the procedure.